Event description:
The event is reported as: the customer alleges that they were unable to pass a suction catheter through the endotracheal tube due to narrowing of the tube. No report of a patient injury.

Manufacturer narrative:
A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR (device history record) review the product et tube, uncuffed, ped-soft, 2.5, lot # 01b1200093 was manufactured on 02/14/2013. DHR investigation did not show issues related to complaint. Document review for fmea (product/process) was assessed and no changes were required. Complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Teleflex will continue to monitor and trend relating complaints.